Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the permanent cautery spatula instrument allegedly broke off into the patient and the fragment was retrieved. However, at this time, it is unknown how the broken fragment was retrieved.

Event description:
It was reported that during a da vinci hysterectomy procedure, a tiny part of the insulation of the permanent cautery spatula instrument fell inside patient and was retrieved. No patient injury. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical, inc. Has made several attempts to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.